Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 22-feb-2019 with the following findings: a visual inspection of the pump revealed a crack in the battery compartment. There was corrosion observed in the battery compartment. A leak test showed a battery compartment leak. The pump was opened and moisture damage was found on the printed circuit board. The pump was found to have no power. The complaint of a battery life issue was unable to be fully investigated due to the no power issue reported on animas medwatch report number 2531779-2018-20778. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.